Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), and batch: 7072346/7072205.

Event description:
It was reported that the patient was experiencing ongoing pain. Imaging revealed that the patient had one percutaneous implant implanted intrathecally and one in the epidural space. The patient underwent a system explant procedure. The explanted device components will not be returned.